Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a circuit board issue. A field service engineer swapped the drawer to resolve the issue but could not recover. Field service engineer informed the customer that the board needed replacement, but the customer stated that the machine would be replaced with a brand-new machine in 30 days. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was not able to remove the medication from that drawer. The customer reported that the user was able to get the medication from the central pharmacy and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.